Event description:
Per provider, assembly broke. The user had to use a screw to hold footrest on until dealer could get there, which caused the hole on the hanger to wallow out and now is too big for a set of hinge pin kits.